Manufacturer narrative:
The customer contacted a siemens customer care center to report discordant, falsely low carbon dioxide results obtained on a dimension vista 1500 instrument . A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe 2 (s2) mixer after observing a weak mix. The sample probe 2 (s2) was primed, aligned and the bottom of cuvette correction (bocc) was verified. A service check 1 routine that was performed by the cse was acceptable. The instrument was reset, service methods on s2 performed and within specification. The cse reset the carbon dioxide (co2) results monitor, checked the water purification module (wpm) tank temperature, calibrated co2, ran a precision and quality control (qc) check that was acceptable. Based on the information provided, siemens concludes that the data is consistent with an instrument related issue and cause related to the sample probe 2 mixer that was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer performed repeat carbon dioxide (co2) testing with the same patient samples on an alternate dimension vista 1500 instrument, resulting higher. The higher repeat carbon dioxide (co2) results were reported to the physician(s) as the correct results. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant carbon dioxide (co2) results.